Event description:
It was reported that a patient with a 27mm edwards surgical valve in the mitral position implanted for unknown period of time, underwent a valve-in-valve procedure due to unknown reasons. The procedure was performed with a 29mm 9750tfx transcatheter valve. Patient outcome as with good results.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated sections: h6 investigation findings, and investigation conclusions. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Despite multiple requests for additional information from the healthcare provider, no additional details have been provided. Based on the limited information available, the root cause of this event cannot be determined.